Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low blood glucose of 50 mg/dl that was treated with oral glucose in the form of orange juice, with no reported symptoms. Symptoms included no clinical manifestations. Outcomes included resolution of the low glucose after treatment without further medical intervention or hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device malfunction or component failure and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.